Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was between 300 and 400 mg/dl at the time of incident. Customer get no delivery alarm during troubleshoot. Customer was advised to replace the insulin pump. Customer will not sent insulin pump for analysis.